Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon opened the vial and removed a 13.2mm vticmo13.2 implantable collamer lens, -14.50/+2.0/078 (sphere/cylinder/axis), and noted white sediment on the surface of the icl lens. The lens was not used and there was no patient contact. The surgeon implanted another same model/length lens and the problem was resolved.